Event description:
A physician attempted an arteriotomy closure in the common femoral artery using a starclose device. Manual compression was applied to achieve hemostasis. A few hours post procedure, bleeding continued at the access site. A hematoma and subsequent pseudoaneurysm were found. A coil was applied to stop the bleeding. The pt's current condition is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.